Event description:
The patient reported they had their stimulator removed because it was doing nothing for them. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)